Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of tower door 3 to open was attributed to a defective latch. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a drawer 3 failure. The customer tried to recover the drawers but the issue persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.